Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of 64 months it was reported that during a regular pacemaker exchange this bipolar programmed device stopped pacing as soon as it was removed from the pocket. The device was explanted. No adverse patient side effects have been reported.